Manufacturer narrative:
Updated accordingly per follow up received from the clinic.

Event description:
Upon follow up from the patient's clinic it was reported the patient received the replacement cycler and has continued pd therapy without further issues. The reported cycler was connected to a hospital grade ground-fault circuit interrupter (gfci). There was no adverse event, serious injury, nor medical intervention due to the reported event.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed no signs of physical damage. When powering on the cycler, the ok, stop and up/down arrow push buttons illuminated, however the front panel touch screen remained blank. It was identified that the cause for the blank screen was due to an internal short present on the transformer (t1) of the inverter board. The inverter board is located on the rear of the front panel assembly. A known good inverter board was installed and the display became fully operational. There were no other discrepancies during the internal inspection of the returned cycler. The cycler underwent and passed a voltage calibration check, catch-post hipot test, patient hipot test passed and a safety analyzer test passed. A post-ast 2hours 15mins 8500ml simulated treatment was initiated and completed without failures. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short of the transformer on the inverter board. The cycler was refurbished following the evaluation.

Event description:
It was reported that the screen of a patients liberty select cycler went blank during step 4 of setup of their peritoneal dialysis (pd) treatment. The ok and stop keys were on, however the screen remained blank. The patient indicated that during the flushing step the screen flickered, went blank, and then they observed smoke coming from the cycler. At that point in time, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. A replacement cycler was issued to the patient and the reported cycler was scheduled to be returned for physical evaluation. Multiple attempts were made to acquire additional information, however, to date a response has not been received. There were no further details provided regarding the alleged smoke nor any indication of a flame, spark, or burnt components. There was no adverse event nor serious injury reported during the original call.